Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 04/17/2017 that on (B)(6) 2017, the patient experienced a skin reaction. Date of issue is an approximation. The reaction was described as a red rash. On approximately (B)(6) 2017, during the patient's regular appointment with their endocrinologist, they were prescribed flonase to be used prior to applying the patch. At the time of contact, the patient was in good condition. No additional patient or event information was provided.